Manufacturer narrative:
The suspect device was returned to the service center for evaluation. The customer's reported sporadic black image was confirmed and determined to be due to a faulty charged coupled device unit. Additionally, the cable unit was kinked. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The sales representative was informed by the operating room manager at the user facility that the high definition autoclavable camera head had a "sporadic black image" that was observed during preparation for use. No patient injury or harm was reported to olympus. The camera will be returned for service.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the charge coupled device unit could not be determined. Olympus will continue to monitor field performance for this device.